Event description:
This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product code: 03.037.012. Lot number: l236620. Manufacturing site: haegendorf. Release to warehouse date: 24. Feb. 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: complete radiolucent insertion handle (part# 03.037.012, lot# l236620, qty# 1) was returned and received at us customer quality (cq). Upon visual inspection at cq, it is observed that the device looks good without any damage. The surface of the device shows normal wear consistent with the device use which would not contribute to the complaint condition. The insertion handle was observed to be stuck with tfna (04.037.242s, 60p0570) and connecting screw (03.037.010, unknown). Functional test: functional testing of the received device was not performed at cq due to the stuck condition of the device. Can the complaint be replicated with the returned device(s)? Unable to perform. Dimensional inspection: dimensional inspection of the received device was not performed at cq as the relevant features of the device were inaccessible due to the stuck condition. Document/ specification review: the following drawings were reviewed during the investigation: -cf-insertion handle asm no design issues or discrepancies were noted during the investigation. Complaint confirmed? Yes investigation conclusion: the complaint is being confirmed for complete radiolucent insertion handle (part# 03.037.012, lot# l236620) as the insertion handle was observed to be stuck with tfna (04.037.242s, 60p0570) and connecting screw (03.037.010, unknown). A definitive root cause could not be determined for the reported problem. No product design or manufacturing issues were identified, and no new malfunctions were identified either. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during an unknown procedure, the tfna nail would not detach from insertion handle. It is unknown if there was a surgical delay. The procedure was successfully completed. The patient status/outcome is unknown. This report is for one (1) complete radiolucent insertion handle. This is report 1 of 2 for (B)(4).